Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash on her back under the therapy electrode (te) pads. The rash was described as acne with puss. There is no alleged device malfunction. The patient's physician prescribed a steroid cream for the rash. Follow-up indicated that the rash was improving.